Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2018-06908. It was reported that a tip rupture occurred. Vascular access was obtained via a femoral approach. The patient's vasculature was extremely calcified in the abdominal aorta. A 14 f isleeve introducer sheath was selected. During insertion, resistance was felt when the introducer reached a block of calcium at the left of the abdominal aorta. Angiographic images revealed a tip rupture. The device was exchanged for another 14 f isleeve introducer and the same issue occurred. The procedure was completed with a 14f non-bsc introducer. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
Same case as MDR ID 2134265-2018-06908. It was reported that a tip rupture occurred. Vascular access was obtained via a femoral approach. The patient's vasculature was extremely calcified in the abdominal aorta. A 14 f isleeve introducer sheath was selected. During insertion, resistance was felt when the introducer reached a block of calcium at the left of the abdominal aorta. Angiographic images revealed a tip rupture. The device was exchanged for another 14 f isleeve introducer and the same issue occurred. The procedure was completed with a 14f non-bsc introducer. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an isleeve sheath. The sheath and tip were microscopically examined. The tip is damaged/torn 1.1cm from the tip to the distal tip. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported event due to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).